Manufacturer narrative:
Manufacturer's investigation conclusion: device thrombosis could not be confirmed through this evaluation as no images were submitted and the device was not returned for evaluation. Review of the submitted log files revealed that pump flow decreased for approximately 3 hours on 02nov2023, with elevated rotor displacement and noise values. Pump parameters then spontaneously returned to baseline, and the device appeared to operate as expected for the remainder of the captured data. Although it could not be conclusively determined through this evaluation, the events captured in the submitted log files appear consistent with material, such as thrombus, passing through the pump. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was asymptomatic and then had sudden low flow alarms. The periodic and event log files captured a drop in power & flow on (B)(6) 2023 around 13:20. The pump event log file captured increases in rotor noise and displacement on (B)(6) 2023 at the same time. Repeat log files showed that pump power was higher. It was later communicated that a computed tomography (CT) scan revealed a thrombus in the outflow graft. The proximal aspect of the graft was obscured by streak artifact from the left ventricular assist device (lvad). The remainder of the graft was patent, though it did demonstrate small volume near circumferential peripheral thrombus. The patient was transferred to an outside hospital where it was determined that a pump exchange was not necessary and then transferred back to the event hospital. The pump parameters returned to baseline without intervention. The patient was placed on a heparin drip and was monitored closely.